Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0003901. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected device is required for functional testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn leaked blood during use. The following information was provided by the initial reporter: the nurse performed puncture to remove the needle for the tumor patients, and blood leaking was found at the septum during puncturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24 ga x 0.75 in prn leaked blood during use. The following information was provided by the initial reporter: the nurse performed puncture to remove the needle for the tumor patients, and blood leaking was found at the septum during puncturing process.